Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, there was a complaint of an allergic reaction. The right femoral artery was accessed. A 6 fr rcb guiding catheter was inserted and engaged in the right coronary artery (rca). A 3.0x12mm maverick2 balloon was inserted into the proximal rca and inflated to 9 atm for 48 seconds and to 12 atm for 25 seconds. A 3.5x16mm taxus express2 drug eluting stent was inserted and deployed at 14 atm for 60 seconds in the proximal rca. A 4.0x8mm quantum maverick balloon was inserted and inflated to 11 atm for 46 seconds, 13 atm for 25 seconds and 13 atm for 28 seconds. The pt was transferred to the "ccu" for monitoring. There were no pt complications. Medications received included heparin, integrilin, nitroglycerin, solu-cortef, pepcid, versed and dilaudid. The pt was treated pre-procedure and post procedure with prednisone and benadryl due to intravenous dye allergy. Following placement of the taxus express2 stent, the pt complained of difficulty breathing and chest tightness, stating she thought she was allergic. No hives or rash was noticed and eosinophils (eos) were normal. The pt had no stridor or inflammation. The physician felt she had an upper respiratory infection and prescribed antibiotics and referred the pt to an allergist. In the opinion of the physician, the relationship of the pt's reaction was unrelated to the taxus stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.